Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the passive planar probe was verified, but flickered in and out of navigation view. It popped back up after covering the two spheres, then it would not show up. All spheres were replaced and it still would not show up. A new tray had to be opened to get a new passive planar probe which worked. The time stamp was 1:46pm on the system for the passive planar issues. There was no known impact to patient's outcome and surgical delay was not provided. Additional information received from a manufacturer representative reported that the procedure was delayed five to ten minutes. There was no impact on the patient outcome.